Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00562; 3005168196-2018-00564; 3005168196-2018-00565; 3005168196-2018-00566. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed five smart coil and a non-penumbra stent. During the procedure there was thrombus formation, and therefore the hospital staff immediately administered thrombolytics intra-arterially. There was complete restoration of flow, and the patient demonstrated no new residual neurologic deficits from this event. This adverse event was resolved. The thrombus formation was adjudicated to have a probable relationship to the smart coil system.